Manufacturer narrative:
The hill-rom technician found the brake not holding due to the caster stem being broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right foot brake caster is not holding. The bed was located at the account in the 3rd floor storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).